Event description:
A home patient contacted baxter's technical service center for assistance. Per initial report, the home patient was connected to the patient line of the homechoice set during the prime cycle. Baxter's technical service center assisted the home patient in ending the therapy early. No patient injury or medical intervention was indicated at the time of the initial report.